Event description:
Subsequent to the initial MDR, additional information was provided on 05/8/2026.an analysis of the data logs was performed for the time in question. The logs indicated that the sensor session began on (B)(6) 2026 at 8:55 pm with transmitter/wearable serial number (B)(6). The sensor session lasted almost 7 days and ended due to an algorithm detected failure on (B)(6) 2026. There were no bg calibrations attempted during the sensor session. On the day of the reported event (4/4/2026) the egvs were within target range but were falling fast at 7:11 am and a fall alert was triggered. This alert was acknowledged. The following day at 4:11 am the egvs rose above 400 mg/dl, however no high alert was triggered as the high alert had been previously disabled. The allegation and probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was provided on 05/8/2026. An analysis of the data logs was performed for the time in question. The logs indicated that the sensor session began on (B)(6) 2026 at 8:55 pm with transmitter/wearable serial number (B)(6) the sensor session lasted almost 7 days and ended due to an algorithm detected failure on (B)(6) 2026. There were no bg calibrations attempted during the sensor session. On the day of the reported event (4/4/2026) the egvs were within target range but were falling fast at 7:11 am and a fall alert was triggered. This alert was acknowledged. The following day at 4:11 am the egvs rose above 400 mg/dl, however no high alert was triggered as the high alert had been previously disabled. Data was provided for investigation. The allegation was confirmed via data as follower app not receiving notifications. The probable cause could not be determined.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and/or diabetic ketoacidosis, and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that follow app issue occurred. On (B)(6) 2026 the patient woke up and the cgm reading was high. It could not be determined if alert have sounded and the patient is unable to hear these. According to the reporter, the follow app was not showing and readings or alerts during that time and displayed a ¿connection server outage¿ message. The patient experienced sweating, difficulty breathing, diarrhea and loss of consciousness. It was unknown if the reporter was with the patient since the onset of symptoms or not, but when the reporter took fingersticks the blood glucose reading was 400 and 600 mg/dl. An ambulance was called, and the patient was brought to the hospital. The patient was treated with insulin (route unknown). The patient was discharged the day after the event, after spending more than 24 hours at the hospital. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was still feeling unwell, but the blood glucose readings had stabilized. No other details were documented. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.